Event description:
According to the initial information received, the (B)(6) year-old patient's atrial septal defect was sized using a sizing balloon (14-15mm) and an echocardiogram (13-15mm). On july 12, a 14mm aso was attempted but was found to be too small so the aso was upsized and a 16mm aso was implanted. Within 24 hours, the 16mm aso embolized and was snared using a 25mm snare catheter. The patient's anatomy could not tolerate a larger device so the patient was referred to surgery for surgical closure of the defect. No adverse patient effects were observed.

Manufacturer narrative:
The amplatzer septal occluder was returned to aga medical in its original configuration. Following decontamination, the device was measured and the size was confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. The device was loaded and deployed from a test 7f torqvue loader without any deformities. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests. Also, additional information such as images and records were requested; when our investigation is complete, a supplemental report will be submitted.

Manufacturer narrative:
Device analysis: the 16mm amplatzer septal occluder was returned to aga medical in its original configuration. Following decontamination, the device was measured and the size was confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. The device was loaded and deployed from a test loader without any deformities. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests. Image analysis: aga requested further information regarding this case, but medical records and images were not provided. Echocardiograms are needed to confirm sizing and evaluate other parameters of the implant procedure. Conclusion: the results of this investigation are inconclusive because medical records and images were not provided. The cause of the embolization remains unknown.